Event description:
Follow up was performed and it was reported that the apnea was a pre-existing condition and that the patient's physicians did not feel that therapy had caused or exacerbated the sleep apnea. No further information would be provided.

Event description:
Clinic notes dated (B)(6) 2012 - indicated that the patient had a medical history of pediatric sleep apnea. Attempts for additional information are in progress.